Event description:
I can't get support for a software problem. I'm trying to upload my dexcom stelo data to the dexcom clarity software. The clarity support page is designed to help dexcom g6 and g7 users, and instructs stelo users to go to the stelo homepage. The chat support on the stelo page then instructs the user to go to the clarity page. A hopeless loop of non-information, and no support. The bottom line is dexcom is not providing any useful support so I can't use the stelo product as advertised.